Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the essure had punctured and was hanging out of my tubes causing severe pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), cystitis interstitial ("bladder pain syndrome") and haematosalpinx ("bleeding into fallopian tube") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 1972 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2021. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), cystitis interstitial (seriousness criterion hospitalisation), haematosalpinx (seriousness criterion hospitalisation), urinary bladder haemorrhage ("I have internal bladder bleeding") and adnexa uteri pain ("the essure had punctured and was hanging out of my tubes causing severe pain"). The patient was treated with surgery (to remove essure). On (B)(6) 2021, the heavy menstrual bleeding had resolved with sequelae. At the time of the report, the cystitis interstitial and haematosalpinx had resolved with sequelae. No causality assessment was received for essure with regard to heavy menstrual bleeding, cystitis interstitial, haematosalpinx, urinary bladder haemorrhage, fallopian tube perforation or adnexa uteri pain. The reporter commented: " I have plenty of documents and pictures I can send of all the medicine I have to take to stop the bleeding, missing work, I have internal bladder bleeding, the essure had punctured and was hanging out of my tubes causing severe pain, the mental asspect it caused when I was stuck out somewhere bleeding and had to call someone to come help. Before I hire a lawyer for all the pain and suffering I have been through I thought I would see if we could come to a settlement. I can send it whatever you need to show you." Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the essure had punctured and was hanging out of my tubes causing severe pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), cystitis interstitial ("bladder pain syndrome") and haematosalpinx ("bleeding into fallopian tube") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) -2016, 1972 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion hospitalisation). Essure was removed on 04-aug-2021. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), cystitis interstitial (seriousness criterion hospitalisation), haematosalpinx (seriousness criterion hospitalisation), urinary bladder haemorrhage ("I have internal bladder bleeding") and adnexa uteri pain ("the essure had punctured and was hanging out of my tubes causing severe pain"). The patient was treated with surgery (to remove essure). On (B)(6) 2021, the heavy menstrual bleeding had resolved with sequelae. At the time of the report, the cystitis interstitial and haematosalpinx had resolved with sequelae. The reporter considered adnexa uteri pain, cystitis interstitial, fallopian tube perforation, haematosalpinx, heavy menstrual bleeding and urinary bladder haemorrhage to be related to essure administration. The reporter commented: I have plenty of documents and pictures I can send of all the medicine I have to take to stop the bleeding, missing work, I have internal bladder bleeding, the essure had punctured and was hanging out of my tubes causing severe pain, the mental asspect it caused when I was stuck out somewhere bleeding and had to call someone to come help. Before I hire a lawyer for all the pain and suffering I have been through I thought I would see if we could come to a settlement. I can send it whatever you need to show you. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("the essure had punctured and was hanging out of my tubes causing severe pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), cystitis interstitial ("bladder pain syndrome") and haematosalpinx ("bleeding into fallopian tube") in a 42 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 1972 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion hospitalisation). On an unknown time date, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), cystitis interstitial (seriousness criterion hospitalisation), haematosalpinx (seriousness criterion hospitalisation), urinary bladder haemorrhage ("I have internal bladder bleeding") and adnexa uteri pain ("the essure had punctured and was hanging out of my tubes causing severe pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the heavy menstrual bleeding had resolved with sequelae. At the time of the report, the cystitis interstitial and haematosalpinx had resolved with sequelae. The reporter considered adnexa uteri pain, cystitis interstitial, fallopian tube perforation, haematosalpinx, heavy menstrual bleeding and urinary bladder haemorrhage to be related to essure administration. The reporter commented: I have plenty of documents and pictures I can send of all the medicine I have to take to stop the bleeding, missing work, I have internal bladder bleeding, the essure had punctured and was hanging out of my tubes causing severe pain, the mental aspect it caused when I was stuck out somewhere bleeding and had to call someone to come help. Before I hire a lawyer for all the pain and suffering I have been through I thought I would see if we could come to a settlement. I can send it whatever you need to show you. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jul-2023: upon review this report was detected to be a duplicate to record #(B)(4)(unspecified events) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: all events were considered related to essure by reporter, it is a potential legal case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.